Event description:
A caller reported an issue with the cartridge not fitting properly on the pump, as it was not fully snapped into place. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To resolve the problem, the caller was instructed to inspect and clean the pump's pneumatic tap area and to reload the original cartridge, which was successful, allowing them to resume insulin therapy.